Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri implantable pacing lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient's most recent remote transmission is missing battery voltage and lead status information. Analysis indicated that the device had a bit flip that occurred in the device battery/lead impedance trends. The patient had not been feeling well and several days later was in the hospital and being treated for pneumonia. The patient did state that they had had radiation therapy on their stomach recently. The device was reset and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the device memory indicated that there were bit flips causing invalid/missing data in the lead and battery trends. The patient was exposed to radiation therapy. Analysis of the device memory indicated the battery measurement was not available. (B)(4).